Event description:
It was reported that balloon rupture occurred. The patient presented with chronic deep vein thrombosis (dvt). The 30% stenosed target lesion was located in the mildly tortuous and severely calcified iliac vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for post-dilatation of a previously placed wallstent. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by MFR: the mustang 12.0 x 40, 75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the mildly tortuous and severely calcified iliac vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.